Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. Subsequently, the valve was inserted into the patient and fully deployed at a depth of 2 mm on the non-coronary cusp (ncc) and approximately 2 to 5 mm on the left coronary cusp (lcc). After deployment, paravalvular leak (pvl) was observed and it was noted that the valve frame appeared under-expanded. A post-implant bav was performed under rapid pacing following which, the valve dislodged above the sinotubular junction on both the ncc and lcc. The procedure was converted to open surgery. Of note, an additional valve was reported to be opened during the procedure and was not used for an unspecified reason. The event resulted in a procedural delay and no additional adverse patient effects were reported. Additional information was received that the valve was deployed over a medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. The severity of the pvl was mild. The second valve was attempted; however, there was difficulty positioning the valve at the appropriate implant depth along with potential interaction with the initial deployed valve. Subsequently, the valve was recaptured and withdrawn from the patient. The surgical intervention included implanting a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dislodged valve was explanted, and a surgical valve was implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6), a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve was inserted into the patient and fully deployed at a depth of 2 mm on the non-coronary cusp (ncc) and approximately 2 to 5 mm on the left coronary cusp (lcc). After deployment, paravalvular leak was observed and it was noted that the valve frame appeared under-expanded. A post-implant bav was performed under rapid pacing following which, the valve dislodged above the sinotubular junction on both the ncc and lcc. The procedure was converted to open surgery. Of note, an additional valve (B)(6) was reported to be opened during the procedure and was not used for an unspecified reason. The event resulted in a procedural delay and no additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329; (lot: 0012178218); product type: 0195-heart valves; product ID d-evolutfx-2329; (lot: 0012328688); product type: 0195-heart valves; product ID d-evolutfx-2329; (lot: 0012230459); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.